Event description:
The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported that the pt received a durom hip generic on (B)(6) 2007 and is being monitored due to unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info provided. As the pt has not been revised, the date of the original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in 07/2008 as referenced above. Should additional info become available and/or the device(s) be returned for evaluation and an investigation results be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).